Event description:
It was reported that a spectrum pump constantly displayed a nuisance upstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported nuisance upstream occlusion alarms, which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.